Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.the device is part of the advisory for this model.

Event description:
It was reported that during the initial procedure, the right ventricular lead implant was attempted, but not successful. The lead was too short for the patient. The lead was removed and replaced with a longer version. No patient complications were reported as a result of this event.